Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08150, 3006705815-2019-02691. Additional information received indicated that the patient underwent surgical intervention on 16 july 2019 wherein the patient was implanted with a new scs ipg. Effective therapy was established post-op.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead. Therapy date is unknown. Model: 3771, scs ipg. Therapy date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08150, 3006705815-2019-02691. It was reported the patient is not receiving effective therapy due to high impedances found on all contacts for both existing leads. In turn, the patient underwent surgical intervention on (B)(6) 2019, wherein the patient had their ipg explanted and both existing leads explanted and replaced. New leads are being used as a trial basis and surgical intervention may take place at a later date to reimplant the patient with an ipg.